Manufacturer narrative:
The onyx performed as intended as post procedural angiography demonstrated total obliteration of the dural arteriovenous fistula (da vf) and the unremarkable computed tomography (CT) scan 2 days post procedure. There were no reports of any complications at the conclusion of the procedure. The article stated that the patient experienced severe headaches approximately two days post procedure and they did not improve despite conventional medical intervention for headaches. Ten days post procedure, they performed cerebral angiography it demonstrated disseminated spasm within the bilateral anterior circulation as well as the left superior cerebellar artery distribution. Then 10 mg of verapamil was administered to the patient and partial improvement was noticed. It was reported that the patient had reversible cerebral vasoconstriction syndrome (rcvs) and that the process of vasoconstriction in rcvs has not been clearly explained, but hypothesis suggest that the vasoconstriction was secondary to endothelial dysfunction and oxidative stress rather than structural change to the vessels. There was no clear allegation that the vasoconstriction was caused by the onyx procedure. Headache and vasoconstriction are known inherent risks of embolization procedure and are documented in the onyx instructions for use. There is no allegation or evidence of potential manufacturing issues; a lot history record review is not required. World neurosurg. (2018) 115:341-345.https://doi.org/10.1016/j.wneu.2018.04.211. If information is provided in the future, a supplemental report will be issued.

Event description:
Gonzales d., das gracas f., santos r., aguilar-salinas p., hanel r., reversible cerebral vasoconstriction as an unusual complication of a dural arteriovenous fistula treated with onyx embolization. Medtronic received information through literature review that a patient developed a severe bilateral and diffuse headache without any focal neurological deficit approximately two days post procedure. Prior to the event, the patient had presented to the hospital with a severe and incapacitating headache. Since the headache worsened, a decision was made to consult neurosurgery and cerebral angiography demonstrated and dural arteriovenous fistula (davf) at the junction of the left transverse sigmoid sinus fed by multiple external carotid artery branches. The patient the underwent uneventful endovascular embolization of the fistula with medtronic liquid embolic and post procedural angiography demonstrated complete obliteration of the davf with no complications at the conclusion of the procedure. The event that was captured from the literature review occurred 2 days after this procedure. During this time, a non-contrast head computed tomography (CT) scan was performed and the results were unremarkable. The bouts of severe headache continued despite an increase in analgesic doses, occipital nerve block, and added nortriptyline medical management. The symptoms still did not improve with these interventions; therefore, cerebral angiography was performed ten days post procedure which showed complete obliteration of the left davf with disseminated spasm within the bilateral anterior circulation as well as the left superior cerebellar artery distribution. Then 10 mg of verapamil was administered intra-arterially into the left carotid artery and allowed 10 minutes for a vascular response. Final angiography run demonstrated partial improvement of the cerebral vasoconstriction confirming diagnosis of reversible cerebral vasoconstriction syndrome (rcvs). The patient was discharged home on day 16 in stable condition exhibiting improvement of symptoms. Cerebral angiography at the 7 month follow up showed complete obliteration of the davf and no signs of the vasoconstriction. The process of vasoconstriction in rcvs has not been clearly explained, but hypothesis suggest that the vasoconstriction was secondary to endothelial dysfunction and oxidative stress rather than structural change to the vessels. The cause still remains unknown and which individuals susceptible to rcvs is uncertain but genetic polymorphisms have been associated with more severe presentations. Regarding the patient in the literature, the cause of the rcvs could be due to several factors such as : history of migraines (reported in 17% - 30% of the cases), history of head surgery (15 years before the davf treatment), concomitant use of steroids and nortriptyline, and the onyx procedure. The development of rcvs are rarely triggered by endovascular procedures and are often misdiagnosed. The symptoms need to be promptly recognized and treated to reduce the risk of stroke.